Event description:
A customer reported that their quality control results were out of range. Data analysis indicated an increase in adjusted light units. This type of malfunction could cause biased results to be reported on an assay that may influence physician action. There was no report of pt harm as a result of this event.